Event description:
It was reported that the flex arm could not be fixed tightly. When it was trying to find out the reason why it could not be tightened, the instrument was disassembled. But the surgical procedure was not affected. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was visually confirmed that the instrument cable is disassembled, and the attachment head, cable adjustment screw, and washers are missing and not returned for analysis. Unable to functionally evaluate flex arm rigidity due to disassembly of the instrument. Inconclusive; unable to determine root cause of the event from the available information.